Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- clinical engineer. PMA/510k # - k130280. The actual sample was returned for product evaluation. Visual inspection of the actual sample upon received found no breakage or other anomaly in the appearance. The gas channel was blown with air. As a result, a small amount of light red liquid flowed out from the gas outlet port side. The liquid was tested with protein test paper ("uriace" from terumo), and the presence of protein was confirmed. Subsequently, the liquid was checked with a blood cell analyzer. Blood cells (white blood cells, red blood cells, and platelets) were found to be below the limit of measurement. Therefore, this liquid was considered to be plasma which had become light red color due to hemolysis. Physiological saline solution was flowed by gravity into the actual sample, and then the oxygenation module was inspected with naked eye. It was found that the oxygenation module had decolored in red. The actual sample was filled with glutaraldehyde-containing physiological saline solution and fixed, and then the housing and the filter were removed. Visual inspection of the filter did not find any formation of blood clots on neither side of the filter. Subsequently, visual inspection of the oxygenation module found that the fiber had been discolored in red. This indicated that the discoloration observed was not that occurred in the filter but in the fiber. The state of fiber was inspected visually while the fiber layer was removed gradually. It was confirmed that the fiber was dotted with red discoloration. No anomaly was observed in the winding state of the fiber. The heat exchanger was removed from the outer cylinder and visually inspected with magnifier. No formation of blood clots was observed. Both sides of the filter removed from the actual sample was inspected with magnifier. No formation of blood clots was observed on the filter. The fiber removed from the actual sample was inspected with magnifier. Some areas had been discolored in light red. No formation of blood clots was observed. From this, it was presumed that the discoloration of fiber was attributable to its hydrophilization. Visual inspection of each layer of fiber under an electron microscope showed no adhesion of blood cell components on the fiber surfaces. In addition, the discolored part of the fiber found was cut and the inner surface was inspected, and leakage of plasma components was observed. Review of the manufacturing record and product-release judgement record of the involved product/lot# combination confirmed there was no indication of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot# combination. Based on the investigation results above, it was confirmed that plasma leak had occurred in the actual sample. As for the reason that no decrease in oxygenation performance occurred during the event, it was conceivable because the hydrophilization occurred partially in dotted manner in the fiber leading to plasma leak. As a cause of occurrence of the plasma leak, the possibility below can be inferred based on our experience; however, the definitive cause of the plasma leak in this complaint cannot be determined. Due to a change in the blood properties, a surface-active substance may be generated in blood. This may lead the balance of the surface tension between the gas and blood which is kept at the micro pores on the surface of the fibers to be disrupted, resulting in a condition where plasma leak tends to occur. IFU states: "a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved." (B)(4).

Event description:
The user facility reported that while using the capiox device a leak occurred during on-pump. The procedure outcome was not reported. The patient was not harmed.